Event description:
It was reported that a pt underwent a sling procedure for stress urinary incontinence in 2009. Immediately post-operatively, the pt experienced excessive bleeding, vaginal discharge, extreme pain in the vagina and groin, extreme pain in the left thigh that radiates down the leg, buttock pain, and these symptoms led to a limp and difficulty walking. The pt also had a constant burning/throbbing sensation on the inner thigh areas and groin and a "charley horse" feeling in the obturator muscle of the left thigh. There was a shooting pain down the left leg upon rotation or adduction of the leg and extreme pain/muscle spasms with any attempt at sexual intercourse. The pt has been told that she has permanent nerve damage. The pt is unable to return to work since the implantation.

Manufacturer narrative:
(B)(4) (dyspareunia) - (B)(4) (pain occurred): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.